Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 5485901, serial/lot#: (B)(6), UDI#: (B)(4); product ID: 5485901, serial/lot#: (B)(6), UDI#: (B)(4). H3: product analysis of part# 5485901, lot # rs18f013, lot #: rs14j033, lot #: rs17k002 worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding products used for spinal therapy. It was reported that the device has improper function. There was no patient involvement and no further complications reported regarding the event.